Event description:
A customer obtained negatively biased ckmb results using quality control fluids. False low results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.